Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have cracked clamping pulley of input #7. The cracks resulted in loss of tension of the correlating grip cables. Additional observation related to the customer reported complaint: the instrument was found to have a dislodged grip cable at the proximal end from the input shaft #7. The cracked clamping pulley is the cause of this failure. Common causes of the failure mode cracked instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking. Common causes of the failure mode instrument dislodged grip cable - proximal are attributed to a loss of cable tension. The probable root cause is attributed to a loss of cable tension which may have resulted from a cracked clamping pulley or a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.